Event description:
It was reported that a revision surgery was performed to remove the implants on the patient due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it has been communicated via email in related complaints (B)(6) that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.